Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked. Block h11: an advanix pancreatic stent was received for analysis. A visual examination revealed that the stent was kinked and torn. No other damage was noted on the stent. The product analysis confirmed the reported event of stent kinked. The observed damage was most likely caused by manipulation of the device when the stent was tried to be deployed from the delivery system. Therefore, a review and analysis of all available information indicated that the most probable cause is an adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted to treat an unknown indication in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp). Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. During the procedure, they were unable to advance the stent over the wire. Both stents stuck and bent slightly at the tips. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted to treat an unknown indication in the pancreatic duct during an rndoscopic retrograde cholangiopancreatography (ercp). During the procedure, they were unable to advance the stent over the wire. Both stents stuck and bent slightly at the tips. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.